Event description:
Crossing difficulties with the angiosculpt, device was stuck. After rotation, the proximal part of the catheter broke. Complete system was removed. Additional info received on (B)(4) 2013: the device was caught in the calcified lesion in the lad. When removing the device, the angiosculpt was fractured inside the pt. Both parts of the fractured catheter were removed together with the guiding catheter (complete system was removed). Additional info received on (B)(4) 2013: it was confirmed that the device fractured outside of the pt.

Manufacturer narrative:
The pt info (initials, dob or age at time of event, and weight) are unk. The hospital declined to provide the pt info. (B)(6). The angiosculpt device was returned in two pieces for lab analysis. Visual examination confirmed the hypotube separated 12 cm from the end of the strain relief. The balloon had not been inflated and kinks were observed in the location of the separation. The angiosculpt device got stuck on the calcified lesion. During withdrawal, the user may have inadvertently flexed the device at the entrance of the guide catheter resulting in the separation. There were no signs of manufacturing deficiencies identified in the area of separation. According to the instructions for use (IFU) for the angiosculpt catheter, retained device components is listed as a possible adverse effect of the procedure.